Manufacturer narrative:
Concomitant device: stayfuse proximal implant 6.5mm gold; part number sta-p4; lot number not available. Devices were discarded at hospital and are not available for analysis. This is the initial report submitted regarding this surgical event and medical device.

Event description:
Stayfuse implanted into great toe on (B)(6) 2011. On (B)(6) 2011 during follow-up visit, surgeon identified that the implant had failed and displaced. Distal portion of implant was completely out of the proximal attachment and was not locked or attached. Surgeon attempted to reconnect implant parts that day in his office but was unable to make them lock. Revision surgery performed on (B)(6) 2011. Original implants were removed and replaced with new stayfuse implants. Pt is reported to be in good condition.